Event description:
It was reported that during an unknown procedure, the generator suddenly display error code 1. The surgery was completed by using an electric knife. No patient consequences were reported.

Manufacturer narrative:
The analysis site per the service manual performed calibration and test and during testing, the unit gave the error 1 code, confirming the customer complaint. The analysis site replaced the main pcb to correct the customer complaint. Complaint information is trended on a regular basis to determine if further investigation is warranted.